Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient presented for an office visit for MRI of imaging studies. Assessment: herniated disc disease with partial instability, severe on the flexion/extension views of his lumbar spine. On (B)(6) 2008 patient presented with lumbar degenerative disc disease, partial instability. Diagnostic imaging: his MRI imaging studies show herniated disc disease. Assessment: herniated disc disease with degenerative disc disease and partial instability. On (B)(6) 2008 the patient underwent MRI of lumbar spine. On (B)(6) 2008 the patient underwent left sided l4-l5 transforaminal epidural steroid guidance to treat spinal stenosis/herniated disc. On (B)(6) 2009 patient presented for an office visit due to the following: 3-level lumbar ¿discgram¿, lumbosacral spine radiographic series, CT/discogram of the lumbosacral spine with contrast, 2d and 3d reconstructions. On (B)(6) 2009 the patient presented for an office visit due to lumbar degenerative disc disease, partial disability. MRI imaging studies showed herniated disc disease. Assessment: herniated disc disease with degenerative disc disease with degenerative disc disease and partial instability. On (B)(6) 2009 patient presented for an office visit due to lumbar disc disease with partial instability. He reports pain had been debilitating and continues to be significant. Assessment: herniated disc disease with persistent painful radiculopathy and partial instability. On (B)(6) 2009 the patient presented for an office visit due to the following: 1. Three-level lumbar ¿discgram¿, 2. Lumbosacral spine radiographic series, 3. CT/discogram of the lumbosacral spine with contrast, 2d and 3d reconstructions. Impression: 1. The patient¿s outside MRI of the lumbosacral spine was reported to show disc desiccation and early abnormalities of the l1-2 and l2-3 levels. These two levels were not tested because the patient complained of lower back pain across the lumbosacral junction, 2. Positive discogram of the l3-4 level. 3. Negative discograms of the l4-5 and l5-s1 discs. 4. Mild osteoarthritis of the l5-s1 facet joints. On (B)(6) 2009 the patient presented for an office visit due to post lumbar discography. He had pain and weakness on the left side and knee giving way. He had a palpable deformity in the left wrist. This had been happening after a fall from weakness of his back. Assessment: discogenic pain with persistent radiculopathy. (B)(6) 2009 the patient underwent a radiologic consultation on your patient. Impression: focal soft swelling or mass on the ulnar side of the wrist near the base of the fifth metacarpal. On (B)(6) 2009 the patient presented for an office visit due to lumbar disc injury. He had continued left-sided radicular pain. Assessment: l3-l4 discogenic pain with persistent radiculopathy. On (B)(6) 2009 the patient underwent xr chest pa <(>&<)> lat. Impression: no consolidation or mass. Questionable small lung nodular opacities for which comparison with prior films was suggested to confirm stability or follow-up as clinically appropriate on (B)(6) 2010 the patient underwent the following surgeries: anterior lumbar decompression, partial corpectomy, l3-l4; placement of interbody device, l3-l4 arthrodesis of l3-l4 and anterior instrumentation, l3-l4 to treat the following pre-op diagnosis: traumatic lumbar instability and disc injury. Op-notes: the interbody device was sized and then placed 27mm footprint x 14mm height and 6deg. Lordosis was then placed in the intervening interbody space and then packed with allograft bmp followed by bmp confined within the cage area. The posterior instrumentation was used to secure the interbody device in place. This was confirmed with fluoroscopy and after inferiorly into the level of l4 vertebral body and superior to the remainder of the l3 vertebral body, fixation device was then used to secure the interbody device in position. Fluoroscopy was used in both ap and lateral planes and showed this to be in good position. Neurologic monitoring remained stable throughout. The patient was awoken and brought to the recovery room in stable condition. On (B)(6) 2010 patient discharged from hospital. On (B)(6) 2010 patient presented for an office visit post anterior lumbar decompression with corrective fusion. He continued to have persistent pain and radiating leg pain, continuing postoperatively. Assessment: persistent painful radiculopathy, status post anterior lumbar decompression and fusion. On (B)(6) 2010 the patient underwent CT scan of the lumbar spine with contrast. Impression: status post-surgical ankyloses of l3 and l4. Posterior annular bulge of l4-5. Spondyloarthritic degenerative change with disc space narrowing at t12-l1. On (B)(6) 2010 patient presented for an office visit post anterior lumbar decompression l3-4 and fusion. He had persistent paresthesias in the l4 distribution. He had persistent radiating leg pain. Assessment l4 persistent painful radiculopathy, status post anterior fusion. On (B)(6) 2010 the patient presented for a visit post anterior lumbar decompression l3-4. He continued to have radiating paresthesias in the l4 distribution. Deep tendon reflexes were 1+. Assessment: lumbar persistent painful radiculopathy. Patient underwent radiologic consultation of lumbar spine ap and lateral. Findings: the patient had a discectomy at l3-4 an anterior stabilizer was present at the l3/4 disk space. Surgical clips also project anterior to the l4 vertebral body. There was moderate spondylosis at the thoracolumbar junction, with mild loss of disk space height and anterior osteophyte formation at t12-l1 and l1-l2 as well as at l4-l5 without change. There was slight retrolisthesis at l3-l4, which was unchanged. On (B)(6) 2010 the patient underwent the following xr chest pa and lat. Impression: no active cardiopulmonary disease. On (B)(6) 2009, (B)(6) 2010 patient was disabled. He was unable to travel. On (B)(6) 2010 the patient underwent neurophysiological monitoring due to spinal stenosis, ddd. Impression: throughout the procedure the sep¿s remained relatively stable and recordings at the beginning of the procedure did not differ from those recorded at the closing. This indicated intact somatosensory pathways. Free running emg recordings were unremarkable. Isolated lumbar screw stimulation thresholds were within normal range. On (B)(6) 2011 patient presented for an office visit due to 1. Back pain, 2. Patient had difficulty in initiating a urinary stream, 3. He also had sexual dysfunction, 4. He had developed tremulousness of the upper and lower extremities. On (B)(6) 2011 the patient presented for an office visit due to l4 through l5 tenderness with spasm. On (B)(6) 2011 the patient underwent the MRI of lumbar spine wwo ivc (bone). Findings: there was no evidence of significant scoliotic curvature. There was mild disk desiccation noted at the l4-l5 level with anterior bulging disk material. Mild discogenic degenerative changes were noted at the t11-t12 and t12-l1 levels with fairly bulky anterior osteophytes at the t12-l1 level. Marrow signal intensity was within normal limits. The consus was identified at the t12-l1 level. On (B)(6) 2011 patient presented for an office visit due to pain in his neck and his lower back and had difficulty walking. Cervical spine: exam revealed c3-t11 tenderness with spasm. On (B)(6) 2011 the presented for an office visit due to the following: 1. Lumbar myelogram, 2. Lumbosacral spine radiographic series, 3. CT/myelogram of the lumbosacral spine with contrast, 2d and 3d constructions. Impression: 1. Orland was status post a laminectomy and anterior and posterior fusion of the l3-4 level. The left sided l3 and l4 pedicle screws had been removed, perhaps due to lumbar nerve root contact. There was no evidence for a fracture or pseudoarthrosis at this level. There was persistant posterior enlargement of the l3-l4 disc, mildly indenting the thecal sac. This level had been decompressed. There was no evidence for recurrent stenosis or nerve root impingement, 2. Mild bulges of the l2-3 and l4-5 discs with mild stenosis but without nerve root impingement. The right l5 nerve root could not be seen on the lumbar myelogram, but it is not compressed on the CT scan, 3. Early osteoarthritis of the l2-3 and l4-5 facet joints, 4. Transitional lumbosacral junction with bilateral sacralization of l5 and an intact l5-s1 disc, 5. The thoracolumbar junction was intact, 6. The conus medullaris tapers normally and was free of impingement. On (B)(6)2012 patient presented for an office visit due to pain in his neck and his lower back and had difficulty walking. Cervical spine: exam revealed c3-t11 tenderness with spasm. On (B)(6) 2012 patient presented for a follow-up office visit. On (B)(6) 2012 the patient presented for a visit of lumbar spine: revealed diminished lumbar range of motion with pin enhanced with f lexion and extension. There was also pain with bilateral lateral flexion movements of the torso. Straight leg raises were positive bilaterally. There was bilateral tenderness to palpation of the paravertebral musculature along l2 through l5 with muscle spasms greater on the left. On (B)(6) 2012 patient presented for a follow-up due to lower back pain. Assessment: lumbar radiculopathy, lumbar post laminectomy syndrome. (B)(6) 2012 patient underwent the following procedure: lumbar spinal cord stimulator trial to treat the following pre-op diagnosis: lumbar disc disorder without myelopathy. Lumbar radiculopathy. On (B)(6) 2012 patient presented for a follow-up due to lower back and left leg pain. Assessment: lumbar post laminectomy syndrome. (B)(6) 2013 patient presented due to pain in cervical spine; revealed c3-t1 tenderness with spasm, lumbar spine: revealed l3-s1 tenderness with spasm. Sensory exam: there was reduction to pinprick and light touch sensation involving the left arm and left leg diffusely. Deep tendon reflexes: deep tendon reflexes. The patient ambulates with an antalgic gait. The patient continuous seeing doctor for pain management. He had a permanent total disability. On (B)(6) 2013 patient presented for an office visit due to chronic intractable lumbar pain associated with radiculopathy symptoms secondary to a work related injury. On (B)(6) 2013, (B)(6) 2014 patient presented for an office visit due to pain in his neck and his lower back and had difficulty walking. Cervical spine: exam revealed c3-t11 tenderness with spasm.